Manufacturer narrative:
The cobas c 503 analytical unit serial number was (B)(6). The investigation is ongoing.

Event description:
We received an allegation about discrepant results for an unspecified number of patients' samples tested with calcium gen.2 assay on a cobas c 503 analytical unit. The customer alleged initial high results for multiple patient samples, prompting reruns. The samples were repeated on either the same instrument or on a different one, resulting in values within the normal range. The difference between the initial and repeat results was reportedly between 1 to 1.5 mg/dl. The specific results were requested but were not provided.

Manufacturer narrative:
Medwatch fields d1, d2a, d2b, d4, g1 and g4 were updated. The provided calibration data showed that the calibration was within the acceptance criteria. Many qc results were outside the acceptable range, but the repeat qc tests on the same day were acceptable. The field service engineer replaced the sample probe. He checked the wash station, the mixer, the water tank, and the deionizer, and they were all within specifications. He then performed an instrument performance check and calibration with successful results. The investigation determined that the root cause was consistent with a hardware-related issue.